Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the remote monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out-of-range shock impedance measurement. It was noted that the exact impedance value was not immediately available to which boston scientific technical services (ts) explained it relates to the timing of measurements being collected versus transmitted. No system testing has been performed as of this time as the system will be tested at the patient's next follow-up visit. No adverse patient effects were reported. This system remains in service.